Event description:
It was reported that 219 days after a drug eluting stenting treatment procedure, a thrombosis occurred. In 2004 the target lesion was in the mildly tortuous, mildly calcified, 75% stenosed, ostial left anterior descending artery (lad). The physician placed a 3.0 x 24 mm taxus express2 drug eluting stent in the lad with 0% residual stenosis. Angiomax was given during the procedure and 600 mg of plavix was given at the end of the procedure. The pt was prescribed plavix for 6 months post procedure and aspirin indefinitely. Two hundred nineteen days after the procedure the pt presented to the emergency room with an acute myocardial infarction after experiencing a gradual onset of chest pain. The pt was taken to the cath lab and was found to have in-stent restenosis with a thrombus in the previously placed taxus stent. The thrombus was treated with a 2.5 x 16 mm and a 3.0 x 20 mm maverick balloon. The pt was given heparin, integrilin, plavix and apex during this procedure. No pt complications were reported during this procedure., after the procedure the pt developed a pulmonary hemorrhage and was placed on a ventilator. The physician stated that the pulmonary hemorrhage was related to the thrombolytics and 2b/3a platelet inhibitors given to treat the thrombus. The pt's status is reported as critical.